Event description:
Device issue: none. Adverse event: mi and thrombosis requiring intervention. Time of adverse event: within two months after the procedure.

Manufacturer narrative:
(B)(4). The device remains in the pt. The lot number was provided. A follow-up report will be submitted with all relevant info.